Event description:
It was reported that a warehouse found a twisted tip on a polaris 5.5 dorsal height adjuster during inspection after it was received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a twisted tip on a polaris 5.5 dorsal height adjuster during inspection after it was received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tip of the device is twisted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.